Event description:
It was reported that the patient underwent a custom temporomandibular joint. Subsequently, the patient is experiencing unknown symptoms with the right mandible, and the surgeon is reviewing the patient's case. The surgeon will most likely plan a revision procedure; however, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.